Event description:
An endeavor sprint drug eluting stent was implanted during the index procedure in the rca. Approximately two weeks post index procedure patient suffered gi bleed. Patient was on asa and clopidogrel at the time of event. Investigator assessed that the event is not related to the study device. Patient recovered with treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.